Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented in the operating room. It was noted that the pulse generator exhibited backup vvi operation. Due to low battery status, further troubleshooting could not be performed. The device was explanted and replaced on (B)(6) 2016. No further information was available.